Event description:
New information noted that no intervention was performed and there were no patient consequences.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. No information regarding the patient condition was reported.